Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4); product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing worsening pain and sensation of chest stimulation, wire discomfort in the lower left lumbar area and burning sensation on the right side. After attempts of reprogramming, the patient was unable to achieve appropriate stimulation. An x-ray was taken and revealed migration of leads. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned.